Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Some troubleshooting was performed. Found no delivery, battery out limit, low battery and other error alarms in the alarm history. The customer wasn't available at the time of the call for further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.